Event description:
It was reported that, after an internal fixation surgery, a revision surgery was performed approximately 2-3 weeks post-op to adjust the position of the lag screw in a patient with a trigen intertan. The surgeon decided to back out the lag screw a touch upon reviewing a follow-up x-ray of the patient some weeks after initial implantation. The surgeon decided he did not like how close he put the lag screw to the tip of the femoral head in his initial case. His concern was with his original placement, and not the implant itself. The lag screw was not explanted. The current health status of the patient is unknown.

Manufacturer narrative:
B5: describe event or problem.

Event description:
It was reported that, after an internal fixation surgery, a revision surgery was performed due to unknown reasons approximately 2-3 weeks post-op to adjust the position of the lag screw in a patient with a trigen intertan. The current health status of the patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3,h6: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. A review of the instructions for use documents for intramedullary nail system provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used, size selected or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - clinical code.